Event description:
Technician alleged, the bed alarm cannot be heard when it is triggered. No patient impact.

Manufacturer narrative:
Technician found a broken alarm speaker in the communication housing. The technician replaced the communication housing to resolve the issue.